Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ticket stated "pump problem" cleaned and ran infusion pump test. "Pump problem" error occurred as soon as the unit was powered on, "cassette misloaded" error occured several times throughout the infusion test. Patient status unknown. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." The complaint description was assessed and identified the following issue: tubing set error (clogged admin set). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.